Manufacturer narrative:
A patient experiencing migration at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients ipg migrated and was causing discomfort. As a result surgical intervention was undertaken on (B)(6) 2021 wherein the ipg pocket was extended and the ipg secured in place, which resolved the issue.